Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The overprime was not confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation this incident was caused by user error. The patient had lowered the patient line in the organizer. This use error is addressed in the homechoice apd systems patient at-home guide which instructs patients to confirm the position of the patient line before and during priming. The guide also instructs patients to remove the patient line from the organizer. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caregiver (cg) stated that some fluid came out of the top of the patient line at the end of prime. The cg wanted to know if it was okay to use set up. The technical service representative (tsr) explained the vented cap and that set up was still sterile. The cg confirmed prime completed. On (B)(6) 2010 product surveillance spoke with hp's wife who stated the night of this incident she had the patient line held down a bit which she said was the reason why some of the fluid leaked out during prime. The home patient was doing fine with therapy; the wife reported no adverse events. No additional information is available at this time.